Event description:
The plaintiff's atty alleged that the pt experienced a severe adverse cardiovascular event and subsequently expired on or about the same day. It was reported that the death occurred due to exposure of the products administered for dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products. The exact date of death is not known and is estimated based on the reported info. The code was used to report the non-specific severe adverse cardiovascular event.